Event description:
It was reported that this right ventricular (rv) lead exhibited a gradual rise in shock impedance measurements from 90 ohms to 140 ohms, starting in august 2024. A rise in pacing impedances and thresholds measurements were also observed on the rv channel, however no values were reported to be out of range. Boston scientific technical services advised the patient come in for system testing and troubleshooting. The rv lead remains in service and no adverse patient effects were reported.